Event description:
On 8/7/97, the above employee was opening an ampule of radiopaque bone cement when, as reported, the ampule blew up in her face. The employee sustained a cut on her finger and chemical exposure.